Manufacturer narrative:
H3 a manufacturer representative went to the site to service the system. Testing found no fault with the system. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the microscope was not communicating with the navigation system. There was no patient involvement.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735803, serial/lot #: (B)(6) , UDI#: (B)(4); product ID: 9735963; product ID: 9736430, serial/lot #:(B)(6) evaluation of the returned cable 9736430 lot# 230406 confirmed the event. Shorts were found in the cable. Codes b01, c02, d02 apply. Evaluation of the returned cable 9735803 lot# 0012078368 found no fault with the returned cable. Codes b01, c19, d14 apply. The scope kit 9735963 was not returned. Codes b17, c20, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.